Manufacturer narrative:
Follow-up # 1 ¿ (09/11/2013).the patient¿s meter has been returned and evaluated by lifescan product analysis on 8/30/2013 and 9/5/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultralink meter was not communicating with his insulin pump. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred on (B)(6) 2013 at 10am. The patient reported using self adjusting insulin to manage his diabetes. The patient reported on (B)(6) 2013 at 2:30am he took his usual dose of medication. The patient denied developing any symptoms due to the alleged issue. The patient reported on (B)(6) 2013 at 2:30am a blood glucose reading of ¿30mg/dl¿ was obtained by emergency medical services (ems) meter and he was treated with glucagon injection (B)(6) 2013 at 2:30am. During the time of troubleshooting, the cca confirmed that the customer was able to have an actionable result (reading unknown). The cca noted that the result does flash and the ¿pump comm¿ feature was turned on. Replacement products were sent to the patient. This complaint is being reported since the patient claims, due to the alleged issue, he required treatment from a healthcare professional for a severely low blood glucose reading.